Event description:
The customer reported an incisional burn during phacoemulsification at quadrant removal of the cataract. The customer stated there was continuous chamber instability. Additional communication with the facility stated the connection of the wire with the handpiece had a loose joint. The handpiece did not have exposed wires and no "sparks" were emitted from the handpiece or the system. The loose wiring of the handpiece was noticed after the case was completed. The surgeon would put his foot on the footswitch pedal and no ultrasound action would be exhibited. There would be intermittent delay in pressing of pedal and handpiece action. This was even noticed on previous 1-2 cases before the patient who suffered the incisional burn. The doctor then noticed an incisional burn, which was the scleral tunnel incision site. The surgeon continued to use the handpiece to complete the case.

Manufacturer narrative:
The company service representative examined the system with the system meeting product specifications. The system was tested and software was updated with the system meeting all product specifications. The handpiece was returned for in-house testing and passed all testing. During testing of the handpiece, the strain relief and endcap were rotated, but no non-conformities were found. The handpiece did not meet visual specifications as the endcap was broken in half, there is a cut in the endcap strain relief and there is a cut in the nosecone. The customer reports that no chemicals, enzymes, or detergents are used in cleaning or sterilization of the handpiece. The customer states they use sterile water for rinsing and flushing and then proceed to autoclave for sterilization. The root cause of the reported nonconformity could not be confirmed as the handpiece met all functional specifications. The handpiece did not meet visual specifications and there was visible damage to the nosecone, the handpiece end strain relief, the endcap, and the connector cap lanyard. The directions for use for the handpiece state that care is to be taken when handling the handpiece and extra attention should be given to protecting the nosecone. If the handpiece is returned to the customer, a label stating that the handpiece is "out of specification - do not use" will be attached. There are no additional complaints for the system related to the reported event. There were no additional reports for the handpiece. There are no additional service requests (sr) opened related to the reported event for this system. A review of the complaint trends indicates no adverse trends for the reported complaint for the last 36 months. A review of service data determined no adverse trends over the last 36 months. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.